Manufacturer narrative:
The customer complaint of missing led segments was not confirmed, however during functional testing the led segments were confirmed to be dim. Testing performed on the returned display boards found at least one dim segment out of the 80 display boards returned. None of the returned display boards had any completely missing segments. The root cause of the customer complaint is pending. The investigation of dim segments is on-going. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The system was being used for treatment.

Event description:
It was reported that there were defective display boards with missing led segments.

Event description:
It was reported that there were defective display boards with missing led segments.

Manufacturer narrative:
The customer complaint of missing led segments was not confirmed, however during functional testing the led segments were confirmed to be dim. Testing performed on the returned display boards found at least one dim segment out of the 80 display boards returned. None of the returned display boards had any completely missing segments. The root cause of the customer complaint is pending. The investigation of dim segments is on-going. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The system was being used for treatment.